Event description:
Su8 valve malfunction. Su8 was implanted on (B)(6) 2013. Valve replacement.

Manufacturer narrative:
The results of the laboratory analysis of the valve will be sent to complete this incident report.